Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory. It was reported the patient experienced bleeding at their access site during impella cp support. The patient was transfused an unspecified quantity of red blood cells to counteract the blood loss. Support with the implanted pump continued following the intervention. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Isection: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12615: e4 should have been left blank. H.6 code 4755 was reported incorrectly. New code was added to component code.